Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
Additional information was received indicating the lead was cut during extraction and is not available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable defibrillation lead and implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements during a routine device check. Slight noise was observed on the shock channel when isometrics was performed. All other lead measurements were acceptable and stable. An invasive procedure was performed. This lead was explanted and successfully replaced. The device remains in service. No additional adverse patient effects were reported.

Event description:
--